Manufacturer narrative:
Inspected one opened/used partial sensor and unable to confirm insertion/needle complaint due to customer returned sensor only, no needle. Unable to confirm adhesive anomaly due to sensor was returned opened/used. Unable to performed or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that they experienced skin irritation at the sensor site. The customer stated that she was having an allergic reaction to the sensor tape. The customer indicated the location was at the abdomen and the irritated area was the size of a fist and it was red with hives all over it. Blood glucose value was 129 mg/dl. The customer went to the doctor¿s office and was advised to remove the sensor. The sensor was returned for analysis.